Event description:
On 23-feb-2026, it was reported by a sales representative via sems (B)(4) that an ar-9221ag 6mm superior drill was noticed to be off center when trying to prep the glenoid, and an ar-9215-1-03 universal quick connect handle broke, while the doctor was trying to drill and spun off of adapter piece. This was discovered during a tsa procedure with no patient harm. The case was completed successfully an no pieces were reported to have broken off inside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.